Manufacturer narrative:
No parts have been returned for analysis. Concomitant medical products: product ID: 9736119r, serial/lot #: unk. If information is provided in the future, a supplemental report will be issued.

Event description:
:Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that after the representative installed the stealth merge demo and rebooted the system, it became unresponsive at the medtronic splash screen. The system was rebooted again and the system began functioning.